Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air. Tandem technical support educated the customer to remove any residual air from the cartridge prior to filling it. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.